Manufacturer narrative:
Other applicable components are: product ID 3093 lot# unknown. Product type lead fdd and fdc codes apply to the lead only. There was no allegation against the ens, but it was included in the system report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's ens and belt were hanging. The consumer thought that the lead had come out. The patient planned to follow-up with their healthcare provider (hcp) and troubleshooting could not be conducted because the patient could not see their back. Additional information received later the same day reported the patient's niece was able to place some tape on the patient to "keep things in place" and the patient confirmed feeling slight stimulation when set to 4.3. No patient symptoms or ens malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The external neurostimulator (ens) serial number and lead lot number are unknown. The troubleshooting/diagnostics performed related to the lead coming out was, "infected. (B)(6) and (at 2nd operating room)." The actions/interventions taken to resolve the lead coming out was it was taped into place. The cause of the lead coming out was due to patient activity. The lead coming out issue has been resolved. It was removed in the operating room. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.